Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a specific cause of the phenomenon was not established. However, it is possible the lens was broken due to excessive force applied to the device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by a third-party distributor, the rigid endoscope telescope had broken lenses and darkening to the right of the notch. The issue occurred during a demonstration. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.